Event description:
The pt reported uncomfortable stimulation that could not be resolved through programming. During a lead revision procedure, the surgeon decided to explant the system.

Manufacturer narrative:
The leads will not be returned for evaluation.